Event description:
Inappropriate therapy, aborted charges, and low impedance were observed at follow-up due to suspected high voltage circuit damage. An attempt to access the subclavian vein to implant a new lead was unsuccessful due to obstruction. Fluoroscopy showed insulation damage which exposed the conductors between the trifurcation and svc coil. The lead was cut at the damaged area and capped.